Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's pump case fell multiple times causing multiple infusion sets to be pulled out. The customer's blood glucose monitor read "high" but an exact value was not provided. Reportedly, the customer "felt" they were in diabetic ketoacidosis (dka). However, the customer did not test for dka. The customer used a manual injection and drank fluids to address the high blood glucose and possible ketones. Reportedly, the customer changed infusion sets after each occurrence to resume insulin delivery.